Manufacturer narrative:
Device evaluation: the complaint sample was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Retained product evaluation: visual inspection on retained products was performed. 41 samples were investigated. No visible defects were found on the package, cannula or in the solutions. The solution were clear and colorless. All components were included in the products and were without defects. No visible defects on the product boxes. The printing on the carton and labels is correct. Chemical and microbiological tests were performed on the retain samples and the results were within product quality specification. Product deficiency was not found on the retain samples. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no previous complaints on this lot have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon observed endophthalmitis in a patient's eye, four days post-operation. Reportedly, the surgeon prescribed antibiotic eye drops, and other unknown medications, and after 10 days, the patient recovered from the event. The patient has reported doing fine since then. No further information was provided.